Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use state that the sheath should not be advanced or withdrawn if resistance is felt. Vessel or delivery catheter damage may occur. Additionally, ilio-femoral access vessel size and morphology (e.g., minimal thrombus, calcium and/or tortuosity) should be adequate to accommodate the required introducer sheath diameters using appropriate vascular access techniques (including surgical conduit, if needed).

Event description:
In 2009, the patient was implanted with two (2) gore tag thoracic endoprostheses to treat a descending thoracic aortic aneurysm. During the procedure, the physician had difficulty advancing the introducer sheath to implant the second gore tag thoracic endoprosthesis. The physician then advanced the gore tag thoracic endoprosthesis without the sheath and rotated it in the right common iliac where it was deployed unintentionally. The physician explanted the gore tag thoracic endoprosthesis form the right common iliac, added a conduit, and implanted a second gore tag thoracic endoprosthesis into the descending thoracic aorta and excluded the aneurysm. The patient tolerated the procedure.